Event description:
During shift check, the customer noted the backlight of the autopulse platform (B)(4) was not illuminating, however, the platform is functioning as intended. The lcd screen was still readable and but is difficult to read in darker environments. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that " the backlight of the autopulse platform (B)(4) was not illuminating" was confirmed during the visual inspection. The root cause for the reported complaint was a defective lcd, likely attributed to the device's aging. The autopulse platform was manufactured in 2015 and is six years old, past the expected service life of 5 years. The autopulse platform passed the initial functional testing without any fault or error. However, no light was observed from the lcd backlight, thus confirming the customer's reported complaint. The lcd screen was replaced to address the customer-reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with (B)(4).